Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at battery compartment and was not turning on. Customer stated there was physical damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.